Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 5 events were reported for this quarter. Product return status: 5 devices were received for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by corrosion. 4 events were not confirmed during testing; however, the devices were found to be affected by compromised lubrication. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact.